Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch, and no issues were observed with the adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. An extended investigation was also performed on the returned sensor and determined no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and indicated that the libre sensor kit passed all tests before release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. The customer was able to be contacted and indicated they experienced loss of consciousness and was unable to self-treat. The customer received treatment of glucose provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. The customer was able to be contacted and indicated they experienced loss of consciousness and was unable to self-treat. The customer received treatment of glucose provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is per the customer's report of "(B)(6) 2022." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. The customer was able to be contacted and indicated they experienced loss of consciousness and was unable to self-treat. The customer received treatment of glucose provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor kit expiration date was determined to be 31 oct 2022. Medical event associated with this complaint case occurred on 17th dec 2022, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.